Event description:
It was reported that pump displayed malfunction alarm code 16 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged for replacement pump under warranty, instructed customer to place malfunctioning pump in storage mode, transfer pump settings and reconnect continuous glucose monitor to replacement device, and return problematic pump using pre-paid label within 10 days.